Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user is testing with expired test strips. Manufacturer contacted customer with follow up phone calls for knowing's customer condition, these calls made in urgent call mode within 48,72 hours;unable to talk to customer.

Event description:
Consumer reported complaint for e-3, test strip error. The customer's wife is calling on behalf of the customer. The customer reported symptoms of shakiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. E-3 error occurred upon insertion of test strip into meter port. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/23/2016 and open vial date is more than 120 days, therefore are past open expiration date. Adverse event not reported.